Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer's stated reason for return of "unable to print after a recent software upgrade", after an interrogation test the printer worked without deviations. It was also noted that there had not been a recent software update. It was noted that an error was found in the update history, the media door was broken, the stylus was missing and that the power cord bay as well as the touch screen assembly was broken. The touch screen, power cord bay, stylus and media door were replaced and the touch screen calibrated, new software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that following a recent software upgrade the programmer was unable to print. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.